Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system monitor was not receiving data. Troubleshooting was performed and the issue seemed to resolve. Log files did not reveal any unusual events. The next night the system monitor again displayed "not receiving data" while the patient was connected to a different power module and system monitor than when the message was originally noted. The message was not seen earlier that morning while the patient was connected to the power module and system monitor or while they were connected to the heartmate touch. The white cable was disconnected and reconnected twice with no resolution. The power module patient cable and the cable between the power module and system monitor was exchanged. Follow up log files did not contain any atypical events. The power module patient cable and monitor cable exchange did not resolve the events. The patient's controller was exchanged and the system monitor received data as expected. Pump MFR # 2916596-2022-01189.

Manufacturer narrative:
Section h6: medical device problem code "2976 - material deformation" corrected to "1332 - failure to interrogate". Manufacturer's investigation conclusion: the reported event of the system controller not communicating with the system monitor was confirmed, as this was observed upon connecting the returned controller (serial number (B)(6) to power. The controller¿s white power cable was manipulated with no effect. The controller was opened, and the continuity of its orange wire in the white cable (responsible for the controller¿s communication to the system monitor) was observed to be above average. The controller¿s power cables were replaced with test cables. After this replacement, communication with the monitor was restored. Then, the controller was functionally tested and was found to perform as intended. The provided log files, as well as a log file extracted from the controller during testing, were reviewed; however, no atypical events were observed throughout the data, and the pump maintained speeds above the low speed limit while connected to the driveline. The root cause of the reported event was determined to have been wire fatigue within the controller¿s white power cable; however, the root cause of the wire fatigue was unable to be conclusively determined. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. C, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. C, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.